Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a "battery low warning after 2-days of charging" was confirmed and reproduced. The root cause was attributed to low/depleted lithium battery. The lithium battery was replaced to fix the problem. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. The user interface module software version of this device is 6.13.92. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump which had a "battery low warning after 2-days of charging". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.